Event description:
The patient reportedly experienced facial nerve stimulation. The patient was seen by the implant surgeon who prescribed medication (prescriptions names not given). The patient continued to be monitored by the center. The surgeon decided to schedule surgery to decompress the nerve.